Event description:
Additional information indicates that the patient was healing from infection secondary to leukemia. The left ventricular (lv) lead remains abandoned surgically.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection with sepsis and erosion. This lv lead was previously capped due to a product performance issue. There were no additional adverse patient effects reported. The lv lead remains surgically abandoned.